Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a low anterior resection (lar) procedure, after firing the device, the staples did not deploy but the knife cut the tissue. This lead to an opened rectum. To resolve the issue, the surgeon closed manually and did a temporaryp protection colostomy. It was noted that the surgeon did not perform anastomosis which will require another procedure for the patient to reestablish continuity. The surgical procedure time was also extended by one hour.

Event description:
According to the reporter, during a low anterior resection (lar) procedure, after firing the device, the staples did not deploy but the knife cut the tissue. This lead to an opened rectum. To resolve the issue, the surgeon closed manually and did a colostomy. It was noted that the surgeon did not perform anastomosis which will require another procedure for the patient to reestablish continuity. The surgical procedure time was also extended by one hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.